Event description:
It was reported that impedance could not be measured. The lead tested normal, so the ICD was replaced. The lead remains implanted. The ICD analysis showed that the lead arced to the can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.